Event description:
Customer's family called lfs in 7/02 alleging the customer ot profile meter would not power on. The issue was unresolved with troubleshooting. They stated that the customer felt shaky and treated self with food and/or beverage. Emt's were called and they obtained a reading of 98 mg/dl. They took customer to the ER, unknown if treated in the ER. Meter has been replaced. No further information has been provided.